Manufacturer narrative:
Medwatch number: mw5081310. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer's reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a patient of unknown age who underwent breast prostheses implantation with mentor saline implants on unknown date reported the following: "noticed I was having extreme fatigue along with 3 to 4 headaches weekly, shoulder pain, neck pain, breast pain (could feel the ports of the implants poking into my skin), memory lapses/confusion known as brain fog." No product issue, such as deflation, was reported. No date of explantation or revision was reported. The root cause of the patient's symptoms are unclear. No patient name or contact information is available at this time, therefore no follow up can be completed and there is no additional information available. It was indicted that the device is available for return. This report is for the right side.